Manufacturer narrative:
A visual examination of the returned device found no kinks along the entire length of the shaft. An examination of the proximal weld site found no anomalies. The balloon appeared to have been inflated and was not refolded. A build up of solidified contrast media was noted inside the inflation lumen. A microscopic examination of the balloon found no tears or holes. The device was attached to an inflation unit and several attempts were made to inflate the balloon, without success. The device was immersed in hot water in an attempt to dissolve the solidified contrast media. However, all additional attempts to inflate the balloon failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure a hole in the balloon material was noted. The 95% stenosed lesion was located in the non-calcified and moderately tortuous distal right coronary artery (rca). The 15mm x 2.00mm apex monorail balloon catheter was advanced to predilate the lesion. The physician attempted to inflate the apex balloon, however, the balloon would not inflate. It was noted under fluoroscopy that the apex balloon was leaking contrast. The balloon had a "tear or hole" in it. The balloon was removed successfully with no harm to the patient. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure a hole in the balloon material was noted. The 95% stenosed lesion was located in the non-calcified and moderately tortuous distal right coronary artery (rca). The 15mm x 2.00mm apex monorail balloon catheter was advanced to predilate the lesion. The physician attempted to inflate the apex balloon, however, the balloon would not inflate. It was noted under fluoroscopy that the apex balloon was leaking contrast. The balloon had a "tear or hole" in it. The balloon was removed successfully with no harm to the patient. No patient complications were reported and the patient's status is ok.